Event description:
On 24-may-2021, a customer from the united states reported qcv failure which occurred on that same day when using mini vidas¿ blue 110 / 220 v, ref. 99737. They performed a retrospective analysis which showed impact on vidas brahms pct(procalcitonin) test results, the only assay ran using this device. The qcv test failed twice in position a3, so section a was taken out of service. The last good qcv was on (B)(6) 2021, and last preventive maintenance on 07-aug-2020. The customer performed a retrospective analysis of all specimens run in position a3 from 17-may-2021 until 24-may-2021. Five patients were tested in position a3 during this period with vidas brahms pct. Original samples were stored frozen at appropriate range. Repeat testing was performed and the results were as follows: sample n¿1 collected on 20-may-2021: initial result <0.05, retest result <0.05. Sample n¿2 collected on 21-may-2021: initial result <0.05, retest result <0.05. Sample n¿3 collected on 21-may-2021: initial result 0.07, retest result 0.06. Sample n¿4 collected on 22-may-2021: initial result <0.05, retest result <0.05. Sample n¿5 collected on 22-may-2021: initial result 0.48, retest result 0.66. In conclusion, there were four samples with no impact on the initial result requiring correction. But for one sample, there was change in the result which required correction to the report: the initial result was underestimated. It was reported that the patient had a known pct result from before (0.36) and after (0.27) this impacted result. No details were given about timing, method of testing or whether these results came from the same sample or not. According to the customer, there was no impact on the patient or his/her treatment due to the initial results. A biom¿rieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed following a customer notification to biomérieux of a qcv alert, on position a3 on mini vidas (serial number : (B)(6) ) a field service engineer (fse) was dispatched in order to repair and qualify the instrument. Between the customer contact and the fse intervention, the customer did not use section a. The fse performed several investigation actions per procedure: - performed a vidas pump tester - perform pump cleaner on the section where vpt values are under 140 : section a - perform a second pump tester (pump tester value a1: 197 a2: 199 a3: 195 a4: 203 a5: 213 a6: 211 ) - check door plunger ball. - check stricker plate. - check spring integrity (reminder : replace every 2 years) - check free and smooth vertical movement of spr blocks - clean then lubricate the screws holding the spr block optional (if stiff movement) : - check spr block alignment - check tower height - check tray depth - check pump block (movement, pump sensor¿) after all the previous check, no issue was detected conclusion: the cause of the qcv issue was position a3 pump was clogged a qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the system risk analysis.